Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration, perforation") and pregnancy with contraceptive device ("pregnancy/unplanned pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), pelvic pain ("pelvic pain/ pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device, headache, pelvic pain and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, headache, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.